Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post implant the left ventricular (lv) lead was found to have no capture, and later found to have dislodged to atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.